Event description:
During an upgrade of the customer's device by a zoll technical service dept tech, there was no screen display upon power-up of the unit. There was no pt involvement in the reported malfunction.